Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Patient anatomy met the criteria for indications for use. Endoleaks are a known risk of the procedure. No conclusion can be drawn.

Event description:
Patient implant on (B)(6) 2007 of a bifurcated device and an aortic extension model. Post operative follow ups revealed an endoleak initially thought to be a type ii endoleak. A (B)(6) 2011 follow up revealed the endoleak was a proximal type I endoleak. On (B)(6) 2011 the patient was treated with an 28mm aortic extension which corrected the endoleak.